Event description:
Per the clinic, the device was explanted due to a performance decrement. The device was explanted on (B)(6), 2010. The recipient was reimplanted with another manufacturer's device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).